Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. Over the course of three days she tried to remove the pledget herself and during this time she felt sick to her stomach. On the third day she went to the ER. At the ER the pledget was removed with forceps as it was lodged very high inside her vaginal cavity. She did not receive any additional medical treatment. Her symptoms resolved as soon as the pledget was removed and she did not experience any adverse health effects.